Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The consumer reported had their implantable neurostimulators (ins) replaced in (B)(6) 2015. The reason their ins was replaced was that one of them was dead and the other was implanted higher in their spine. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.